Event description:
It was reported that high, out of range, pacing lead impedance was noted. The measurements had gradually increased over time. Loss of capture was also noted. No further information is available at this time.